Event description:
When removing catheter from sheath resistance was met. When catheter came out of sheath metal tip was unraveled. Surgeon did not need to do any further procedure. Pt transfered to post anesthesia care unit. Foxhollow company aware of problem.